Manufacturer narrative:
According to the field, the ICD was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise was observed on the right ventricular (rv) channel. The noise was thought to be due to insulation damage seen on the rv lead from friction between the lead and this implantable cardioverter defibrillator (ICD). Surgical intervention was performed the ICD was explanted and replaced. No additional adverse patient effects were reported.